Manufacturer narrative:
The customer's report was observed and attributed to a damaged system interconnection ribbon cable. The ribbon cable was replaced to resolve the report. It could not be firmly established what caused the damage to the ribbon cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.